Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. The testing result cleared the (B)(6) guideline although following microbes were detected from the sample collected from the device: instrument channel: unspecified microbes (2 cfu/20ml), air/water channel: unspecified microbes (2 cfu/20ml), distal end: no microbe. (B)(4) investigated the reprocessing practice of the user facility, and found that the biopsy valve, air/water valve and suction valve of the subject device were not brushed. Furthermore, the device was lying and stored in closed tubs. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for klebsiella even after the subject device had been cleaned twice by aer (automated endoscope reprocessor). The device had been reprocessed with a non-olympus aer, endomed (steelco) using neodisher septo pac (dr. (B)(6)) as disinfectant. There was no report of infection associated with this report.